Event description:
It was reported by the customer that the pyxis medstation es system's drawer was jammed, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed due to the faulty retractor band. A field service engineer resolved the issue by retractor band replacement. The system functioned as intended after the field service engineer troubleshooted the device.